Event description:
It was reported during a coronary artery treatment procedure a steriotaxis cronus floppy guidewire was advanced down the right coronary artery to a lesion beyond a bifurcation. The wire was anchored beyond the lesion. The lesion was then ballooned and stented. Then, the wire was pulled proximal to the bifurcation and directed down a secondary branch, a bypass graft. The wire was withdrawn and then advanced several times around the bifurcation turn. During the process of making this repeated turn, the wire tip was prolapsed several times by running into the afore mentioned stent. The wire was then re-advanced distally through the recently implanted stent, but upon removal the wire became 'hung up' on the interstices of the stent. Removal of the wire was unsuccessfully attempted by various approaches for approx 2.5 hrs before removal by the femoral approach was abandoned. The pt was taken to surgery and the wire was removed by opening the chest, detaching the graft, and unhooking the crimped wire from the stent. The graft was reattached and the pt closed. The pt is doing well.